Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast asymmetry, wrinkling, rippling, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with an unspecified mentor saline breast prosthesis on the right breast, suffered breast asymmetry, wrinkling, rippling, smaller than desired breast, and capsular contracture (baker grade unknown), post-procedure. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2017: (left) 475cc mentor memorygel breast implant catalog: 3504751bc lot: 7002024 sn: (B)(4) and (right) 475cc mentor memorygel breast implant catalog: 3504751bc lot: 7377876 sn: (B)(4).